Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the drive belt on the roller belt was covered with grease. There was no pt involvement.

Manufacturer narrative:
This is related to medwatch report 1828100-2013-00205. Evaluation is in progress, but not yet conclude.